Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodgement and embolization occurred. The target lesion was located in the circumflex artery. When a 2.75 x 38mm ion stent delivery system did not cross the lesion, a 2.75mm x 20mm veriflex stent was tried to advance to the lesion but would not cross. The physician pulled it back but the stent was dislodged from the balloon. It went up to the aorta and down to the internal iliac. It was confirmed by fluoroscopy that it went down there. The procedure was completed with a different device.